Manufacturer narrative:
Per further engineering evaluation, the reported condition was verified that the lower clamp required excessive force to lock in place. The cause was due to normal mechanical wear of lower screw outside diameter. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement biopsy guide shipped to site 05/04/2016. Medtronic investigation of returned suspect biopsy guide finds the part to be in good condition with no apparent physical damage. As reported, the device was very difficult to lock down at the base. Malfunction - will not tighten. Mechanical failure. Reported behavior was duplicated. No further issues have been reported.

Event description:
A site representative, purchasing, reported the surgeon had difficulty with a biopsy guide would not tighten properly. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was reported to the medtronic representative.